Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that during cardiopulmonary bypass (cpb) on a patient that had been anti-coagulated on heparin, hypotension and venous desaturation without response to noradrenaline was observed after aortic clamping, blood gas analysis showed hypoxemia and there was a drop in flow on the cpb at the outlet of the oxygenator. Then, a disconnection of the pump body was observed, leading to blood loss in the patient with circulatory arrest. The perfusionist urgently reconnected and purged the arterial line circuit, then clamped and restarted the cpb, but a reconnection caused new blood loss. The oxygenator was changed to complete the procedure. This incident resulted in hemorrhage, hypoperfusion and hypoxia exposing the patient to neurological and septic sequelae. It was stated that it is unclear whether the oxygenator thrombus was from the device or from the patient's bleeding disorder. Medtronic received additional information that there was no increase in pressure on the arterial line. The following were administered during the procedure; heparin, cefuroxin, exacyl, norepinephrine and isofundin. Pressure was measured in the post-oxygenator, on the outlet with the pink cap of the oxygenator. Heparin was monitored, via act on a haemochron. Cpb was started with an act of 370 seconds and reinjection of 5000 iu of heparin IV before the start of cpb. The venous line monitoring temperature was 36.5 celsius. The patient lost 2 liters of blood because of the issue and a transfusion was required. The disconnection occurred at the venous inlet of the oxygenator. Norepinephrine was given because of the problem with the oxygenator. Additional information regarding the patient's bleeding disorder and whether the patient had neurological and septic sequelae due to the problem with the oxygenator was requested but this information could not be provided. It was also reported that the pump body is mismatched with the oxygenator on several occasions.

Manufacturer narrative:
Conclusion: the complaint was not confirmed for the fusion oxygenator's leak and high pressure across the device. The issue was not verified during analysis of the returned device. Visual inspection of the returned device showed evidence of use and a tie band on the blood inlet. Pressure integrity testing while using the attached tubing and tie bands did not result in any internal or external leaks. Blood lab testing resulted in a pressure drop of 190 mmhg across the blood side of the device. The blood side pressure drop is used as an indicator for device flow and pressure drop performance, and the returned device performed as expected. Review of this unit¿s device history record found no abnormalities or non-conforming material report (ncmrs) initiated during manufacturing that would cause or contribute to the reported event. This unit passed all testing and inspections during manufacturing. It is suspected the high pressure experienced by the customer may be related to a cold induced protein build up or cryoprecipitate which caused initial flow restriction in device, or the patient or clinical condition at time of bypass or related to heparin potency. The cause of the disconnection resulting in blood loss is unknown, as no leaks were observed during pressure integrity testing on the returned device. The root cause is undetermined. Trends for issues with this product are reviewed at quarterly quality meetings. Correction g4.4 PMA/510(k)#: this field has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: visual inspection showed evidence of the device being used. Additional visual inspection showed a tie band on the qb-inlet port. A section of the tubing on the qb-inlet and outlet ports was left attached when pressure integrity testing was performed. The testing showed no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood <(>&<)> gas flows) the results are as follows: 190 mmhg blood side pressure drop. The reason for return was not confirmed. Correction section d unique identifier: this field has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.